Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device stopped working. It was also stated that the manufacturer representative (rep) told her that there was "impedances in the wire". The patient stated that the wire from the stimulator snapped or something and came undone. They had to move stimulator over to left a little bit. It was reported that the patient was having issue with present implant interstim and that¿s why she had an appointment on the day of the call.

Manufacturer narrative:
(B)(4) no longer applies. Additional information indicated that (B)(4) is more applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) and a healthcare professional (hcp).the rep stated that the ins was working correctly and that the lead had an issue. The patient¿s system was tested in early october and the patient was scheduled for surgery on (B)(6) 2016. The lead had impedances greater than 4000 on multiple electrodes. The existing ins was not changed and the lead was replaced on (B)(6) 2016. The hcp noted that they had not evaluated the patient in 5 years.

Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va12fhq, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead, h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that with the ¿old stimulator¿ they had issues with impedances so they had retention and incontinence issues. The patient stated that they have since had this device replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.